Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 508 mg/dl. Customer treated with a pump bolus. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the bolus wizard settings are correct. Customer stated that the pump passed the high pressure test. Customer removed the set from her body and found the cannula was bent. Customer was advised to change the set every 2-3 days.